Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (battery life w/ moisture) issue. The reporter alleged there was moisture in the battery compartment and that battery life is less than expected. The reporter denied damage to the pump. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long-term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 03-oct-2018 with the following findings: a review of the pump's history showed frequent replace battery alarms. The pump's electrical current draws were tested and were found to be within required specifications. There was corrosion in the battery compartment. Investigation further found the pump leaks at the battery compartment. The pump was opened and moisture damage was found on the pump circuit board. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.